Manufacturer narrative:
Updated fields - b4, g1,g6, h1, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. It was reported that during use the cs300 intra aortic balloon pump (iabp) had automatic filling error occurred and operation stopped for about 1 minute. There was patient involvement however, no adverse event reported. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had automatic filling error and operation stopped for about 1 minute. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse stated that the issue could not be reproduced and returned the device.